Manufacturer narrative:
The device was received for analysis on 10/05/2021. The device was inspected and no visible damage was observed. Device log files were downloaded. The analysis of the log files demonstrates that the device performed according to specification. During the time of the event, the device logs show that stop of treatment was initiated manually by a long press of the start/stop button and confirmed manually by pressing the 'ok' button. This is the intended functionality of the stop of treatment (standby mode) feature which requires two separate button presses to enter standby mode. The investigation results support the conclusion that the device did not cause or contribute to the incident.

Event description:
Breas medical inc. Was notified of an event that occurred on (B)(6) 2021, involving a vivo 45 ls. The site reported that the device began alarming before it went into standby mode and stopped ventilating while connected to an infant. There was an attending rn present at the time of the event who reported that the patient desaturated to 88% and was taken off the vivo 45 ls, placed onto another hospital ventilator and stabilized.